Manufacturer narrative:
No product was returned for eval. Should new relevant info become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inadvertently delivered insulin to themselves after filling the tubing while still connected to the pump. Customer's blood glucose level was 99 mg/dl.